Manufacturer narrative:
The returned lead was thoroughly analyzed. During the analysis, the lead properties were checked. Multiple signs of abrasion were found along the lead body. In particular 37 cm distal of the is-1 connector pin, the lead body was damaged due to squashing and deformation. In this area, the coating of the rope conductors to the ring electrode and to the shock electrode was damaged. This damage manifestation is very likely the cause for the clinical observations. The observed damage manifestation requires excessive pressure load onto the lead body. The characteristics of the damaged structure of the lead body leads to the assumption of excessive mechanical stress of the lead due to the subclavian crush syndrome. In addition, the shock coil was damaged, which is due to tensile forces during the explantation process. There were no indications of material defects or manufacturing errors.

Event description:
After an implantation time of about 59 months, impedance values of <200 ohms and an increase in the pacing threshold were reported. The lead was explanted and returned to biotronik for analysis. No deterioration of the patients state of health was reported.